Manufacturer narrative:
One intraocular lens (iol) was returned for evaluation, loose in a plastic bio-hazard bag with one lens label affixed to it. The remainder of the original packaging was not returned. Visual inspection found one haptic torn from the optic and the other haptic bent. Particulates, saline dendrites, and dried solutions were visible on the optic. The cause of the damage could not be determined and functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that during a phacoemulsification surgery to implant an intraocular lens (iol) into the left (os) eye, the trailing haptic of the iol detached upon insertion into the patient's eye. The 2.65mm incision was slightly enlarged for iol removal, however, the enlarged incision size has not been provided by the reporting facility. A back up lens of the same model and diopter was successfully implanted. No sutures were necessary. No further complications were experienced and the reporting facility indicated there was no patient injury. In the physician's opinion, the most likely cause of the iol damage was the lens was stuck in the delivery device.